Event description:
It was reported that while attempting to deploy a stent in the lad, the delivery system would not cross an acute bend in the vessel. Removal through the guiding catheter, contrary to ifus, led to stent separation at the guiding catheter tip. A snare was used for retrieval. Reportedly, the case ended with the results of the predilation deemed acceptable by the physician and no pt injury was associated with this event.

Manufacturer narrative:
Info from section f was completed by the MFR. Complete evaluation summary attached. Evaluation codes entered. Evaluation summary:follow-up #1 quality assurance analysis os the returned device revealed that the unit was returned with the stent twisted into a ball, and still attached to a snare device. The delivery system was not returned. The proximal portion of the guide wire and the snare system were not returned. Quality engineering concluded that the crossing difficulty was most likely related to the acute bend encountered in the anatomy. It was concluded that the stent separation likely resulted from retracting the stent delivery system through the guiding catheter (contrary to IFU), which can cause the stent to but against the tip of the guiding catheter, thus loosening the sent on the balloon resulting in stent separation. As part of co's quality process, all stent delivery systems are inspected on-line to ensure that each stent is securely mounted to its balloon. The device mfg records were reviewed and did not reveal any non-conformity that could have contributed to this complaint. Clinical follow-up with the physician will be conducted. This follow-up will include stent delvery system removal technique, and other recommendations to minimize the possiblity of a reoccrrence of this product issue. This MDR is considered closed by the quality assurance department.